Manufacturer narrative:
Concomitant product: 407452 lead, implanted: (B)(6) 2006; abdominal stent graft, implanted: (B)(6) 2010.

Event description:
It was reported the atrial lead impedance has been low for the past year in both bipolar and unipolar settings and undersensing was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.